Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a year ago ((B)(6) 2015) the patient was told one of her leads was not working, but the physician had told her "it would be fine." The patient's indication for use was gastrointestinal/pelvic floor. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.